Manufacturer narrative:
The lot number was not provided. A review of the approved device history records could not be reviewed as the lot number was not provided . A lot history trending review could not be performed. The device was not returned to the manufacturer; therefore, an evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that the medical doctor performed ovarian vein embolization on a refluxing / dilated left ovarian vein. A 13 or 16mm coil was needed, but at the time, only a 6mm was available. Md made the decision to use a 6mm coil and tried it in distal end of ovarian. The coil migrated immediately. Patient was asymptomatic and coil retrieval was aborted in an attempt to not do any damage. In less than 48 hours the patient was admitted to (B)(6) hospital and the interventional radiology service attempted a retrieval from a right internal jugular approach. This was unsuccessful as the coil had already positioned itself comfortably under layers of cardiac muscle tissue in the right ventricle. The next morning the patient was taken to cardiac surgery where they performed a minimally invasive thoracotomy and pericardial window through which they were able to retrieve the coil and close the patient without incident. The patient has recovered and has resumed her venous insufficiency treatment. There was no reported patient injury.